Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient felt their symptom worsen with therapy and they had twice as many night voids. Patient also felt cramping and spasms when voiding which they did not have prior to procedure. Patient had an appointment with her doctor today (B)(6) 2018. They indicated that they had not ever leaked, or had incontinence. The only time that they leaked was if they coughed. They had trouble urinating. They had a very weak stream, and felt that they were not emptying her bladder. They got about 4 tablespoons at a time and had to come back to urinate some more, but never felt like that they were empty. Patient spoke to doctor and doctor mentioned catheter's as an option, but the patient had not yet begun using one to track her fluid retention. Patient had been experiencing pain, and that they had spasms. The doctor indicated that patient might have a urinary tract infection (uti) that was causing them discomfort rather than the device. Patient stated due to their bladder infection that they did not know if their symptoms were getting any better. Patient was having bladder spasms that hurt. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urge incontinence.